Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/28/2016 with the following findings: investigation revealed a cracked battery compartment. In addition, the battery cap was damaged; the cap¿s coin slot was worn making it difficult to remove the cap from the pump. A test battery cap was used to perform the investigation steps. Unrelated to these issues, evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 06/28/2016. Investigation revealed a cracked battery compartment. In addition, the battery cap was damaged.